Manufacturer narrative:
This incident is being captured under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in process to date no information has been received.

Manufacturer narrative:
The following sections were updated/corrected: a2, a3, a4, b1, b2, b4, b5, g3, g6, h1, h2, h6, h11. Once investigation is complete a final/supplement report will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device cut to deep and into fatty layer of tissue during grafting process. The graft was damaged. It was noted an additional graft was required along with sutures. There was a 30 minute surgical delay to repair the injury. Due diligence is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d10 g3 g6 h2 h3 h4 h6 h11. Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device was not cutting properly. The motor rpms were noisy but within specifications, the control bar was loose, the control bar, adjustment cams, ball plunger, spring pin, and dowel pins were not in the correct position, and the poppet spring was damaged. The motor, sleeve, planetary carrier, ball plunger, poppet spring, lever, swivel, hinge gasket, pins, bearings, seals, screws were replaced, and the control bar was adjusted and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.